Manufacturer narrative:
We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to the ccd module defect. In addition, we confirmed that the air/water nozzle looseness, and the remote control button cut; however, these are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.